Event description:
A report of a fractured cypher stent was noted during an academic conference. The stent had been deployed in a location that served as a hinge during vessel movement during cardiac contraction cycles. The stent fracture occurred at the edge of the stent. No further information is known. Additional information will be submitted 30 days upon receipt. Please note that this device is distributed outside the united staes; however, it is similar to the united states distributed product.

Manufacturer narrative:
Na